Manufacturer narrative:
A specific root cause could not be identified. The field service representative (fsr) performed multiple activities to improve system performance. The precision checks run before and after the service action confirm a significant improvement. The customer indicated that they have had no additional issues since the service action performed by the fsr.

Manufacturer narrative:
The field service representative (fsr) visited the customer site and changed the sample probe, heat cut filter, gear pump head, cuvettes and the lamp. The gear pump pressure was also adjusted. Precision checks were performed afterwards and were acceptable.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for 2 urine patient samples tested for tpuc3 total protein urine/csf gen.3 (tpuc3) and albt2 tina-quant albumin gen.2 (albt2). Based on the data provided, 1 patient sample was erroneous when tested for albt2 and 1 patient sample was erroneous when tested for both tpuc3 and albt2. The erroneous results were reported outside of the laboratory. Patient 1 initial albt2 result was 60.0 mg/l. The repeat result was 9.6 mgl. Patient 2 initial albt2 result was 235.3 mg/l. The repeat result was 2.8 mg/l with a data flag. The initial tpuc3 result was 3.0 mg/dl. The repeat result was 11.9 mg/dl. No adverse event occurred. The albt2 reagent lot number was 139349 with an expiration date of 12/31/2017. The tpuc3 reagent lot number was 159752 with an expiration date of 08/31/2017. Based on a review of the reaction monitor a reagent pipetting issue may have occurred for both assays. Based on a review of the calibration data for albt2, the last calibration was done on reagent lot 139349 and the results were flagged. The calibration results were calculated with the calibration performed on (B)(6) 2016. Based on a review of the calibration data for tpuc3, some results have the same flag but the calibration results seem to be acceptable. The investigation noted that no re-calibration was done when quality controls (qc) were out of range on the day of the event. The calibration data suggest a customer handling issue since the flags that were generated prevent calibration updates to the affected assay. The customer changed the lamp and cuvettes 1 month ago. The field service representative visited the customer site and ran calibration, qc and ran precision tests on the affected assays. Based on the precision check data, the system should be checked. Based on the information available for investigation, a general pipetting or gear pump issue may be potential root causes.